Event description:
A physician reported actuation failure of cutter occurred during a vitrectomy procedure. The condition of aspiration was unknown. The procedure was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle slightly bent, orange/brownish foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both functional tests. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks at the cutting edge and several other locations along the inner cutter. Inner cutter was observed to be slightly bent. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had an actuation failure, the evaluation also indicates the probe had a cut failure. The root cause for the actuation and cut failure as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A secondary contributing factor of the actuation is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. No action has been taken by the manufacturing site as it appears that the observed actuation and cut failures were due to excessive use of the probe by the user and an exact root cause for the bent needle and the bent inner cutter could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).